Manufacturer narrative:
This event was confirmed to be a duplicate of (B)(4). Investigation results and conclusions are documented under MFR #0002249697-2016-00176.

Event description:
Customer called the north fl branch asking to speak with someone about a concern he has with his stryker hip. Surgery was in 2009, with dr. (B)(6) in (B)(6). Customer currently lives in (B)(6). Currently seeing dr. (B)(6). At (B)(6). Customer said his hip is now clicking when he walks, and he is "concerned something is going on with it."update: this event was confirmed to be a duplicate of (B)(4). Investigation results and conclusions are documented under MFR #0002249697-2016-00176.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not available,

Event description:
Customer called the (B)(4) branch asking to speak with someone about a concern he has with his stryker hip. Surgery was in 2009, with dr. (B)(6). Customer currently lives in (B)(6). Currently seeing dr. (B)(6). Customer said his hip is now clicking when he walks, and he is "concerned something is going on with it."